Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 592 mg/dl. The customer reported connecting to the body and not pressing the right button and needing assistance. The customer¿s blood glucose levels continued to rise throughout the day 224 mg/dl to 583 mg/dl. The customer¿s current blood glucose level is 592 mg/dl. The did not troubleshoot the issue. The customer will change the infusion set and monitor. The insulin pump will not be returned for analysis.